Event description:
Patient reported infusion set tubing partially separating from the luer lock connection. He reported experiencing low blood glucose of 58 mg/dl. His normal blood glucose range was 80-120 mg/dl. Patient changed the infusion set and ate to address the low blood glucose issue. He did not report any symptoms associated with low blood glucose. No medical assistance was reported. Product was requested to be returned for eval.